Event description:
It was reported that the customer experienced high blood glucose levels. The blood glucose reading was 442 mg/dl. The customer's father stated that he needed assistance with rewinding and priming the insulin pump. He was also assisted with treating the customer using the bolus wizard. He reported that the customer had also experienced low blood glucose levels the night prior. He was advised to transport the customer to the emergency, but he declined to do so. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.